Manufacturer narrative:
The qc and calibration met acceptance criteria. There was no indication of a reagent performance issue. The field service engineer (fse) found a leaky cell rinse tube and crystal deposits in the cuvette ring. The fse replaced the tube, cleaned the system, and confirmed the analyzer met acceptance criteria. No further issues have been reported.

Event description:
There was a complaint of questionable ise sodium results for multiple patients tested with a cobas 6000 c501 module. The following is an example of the type of results received from 2 patient samples: the questionable results were not reported outside the laboratory. Patient 1¿s initial result was 684.2 mmol/l; the repeat was 140 mmol/l. Patient 2¿s initial result was 828.2 mmol/l; the repeat was 138 mmol/l. The lot number and expiration date of the ise sodium used were requested, but not provided.